Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was 70 mg/dl. The customer reported that they can saw standard rates but when going to set, edit basal and pressing act, the screen does not show midnight and the option to change the setting or was not show what the setting was. The standard rates can be seen under basal review. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The troubleshooting was performed for partial display. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. Unit display properly. No missing segment/partial display anomaly after pressing act button noted during testing.